Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: review of the history device records was not possible as the lot number was unknown. Failue analysis- the position of the cam when valve was received was at setting 2. The valve was visually inspected; it was noted that the needle guard was raised, as well as the silicone housing was cut/torn around the siphon guard and marks in the siphon guard were also noted and also needle holes were noted in the needle chamber. The valve passed the test for progrmming, flushing, reflux, and pressure. The valve was leak tested; leaked from the needle holes in the needle chamber, but not from the tear/cut in the silicone housing around the siphon guard. The catheters were irrigated, no occlusions noted. The siphon guard passed the test. The needle chamber was dismantled, the needle guard disk was bent, glue traces were noted on the base of the needle chamber. No root cause could be determined for the problem reported by the customer as the technician could not confirm any flow problem with the valve at the time of investigation. The root cause for the slightly raised needle guard noted during investigation is probably due to wrong handling as noted in the instructions for use (IFU) : do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway. The root cause for the cut/tear in the silicone housing around the siphon guard noted during the investigation, was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The possible root cause for the flow issue reported by the customer could be due to biological debris and protein build up this could interfere with the valve mechanism, but at the time of investigation no flow issue was noted.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported no flow from a certas valve: the valve was implanted in a male patient via v-p shunt due to inph (idiopathic normal-pressure hydrocephalus) with a setting of 4 or 5. However, diagnostic imaging revealed that cerebral ventricular enlargement had not decreased even though the setting was lowered. In early (B)(6) 2020 no flow from the valve was confirmed via a contrast study. Therefore, on (B)(6) 2020 it was replaced with a new valve (product#: 828801, lot#: unk).